Event description:
It was reported a lcp distal humerus plate and screw construct was initially implanted on december 1, 2021. A planned revision surgery occurred on (B)(6) 2022 and the surgeon removed the hardware as a precaution while working on the ulnar nerve it was noticed on postoperatively x rays a piece of screw head was retained in the patient after the hardware removal. The surgeon subsequently had to re open the wound to remove that fragment of screw head concomitant devices: unk - plates: va-lcp distal humerus plate, 2.7mm va metaphyseal screws, unk - screws: 3.5 mm cortex. This is report 1 of 1 for (B)(4). This report is for an unknown 3.5 mm cortex screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: it is not known exactly when the screw broke this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.